Event description:
Patient called lfs in 2003 alleging their ot profile meter was inaccurately low. Cust. Serv. Rep., spoke to patient 21 days later and patient provided cust. Serv. Rep. With the following information: in 2002 at 12:30 am customer woke up with a really bad headache. Pt tested their bg and obtained a reading of 270 mg/dl. At 2:00 am pt went to the emergency due to the headache. Their bg was tested in the ER and pt obtained a reading of over 600mg/dl. Pt was treated with insulin and when their sugar went down to 200 mg/dl (same day),pt was released. Pt was on a set amount of glucophage, pt's physician switched pt to glucotrol xl. Pt stated he was going to be put back on glucophage, due to glucotrol not working as effectively. Customer's meter has already been replaced.